Event description:
During a fitting for a (B)(6) female patient a patient service representative contacted zoll customer support to report that the charger/modem would not power on properly. The patient received a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charter problem) has been confirmed. Upon evaluation, the power brick was defective. The cause of the defective power brick is a damaged connector. The connector pins were bent in the connector. The root cause of the bent pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The patient received a replacement battery charger.